Event description:
Info received indicated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
Hill-rom technician found that when emergency trendelenburg was activated the bed would not go into emergency trendelenburg. He found that the CPR/et valve was stuck. He replaced the CPR/et valve and the bed functioned to design specifications.